Event description:
It was reported that during a successful percutaneous transluminal coronary angioplasty procedure in a proximal-mid concentric left anterior descending, the balloon was inflated twice. When the balloon catheter was retracted completely from the guiding catheter, it was found to be in two pieces. It appeared that the distal third of the balloon totally separated from the hypotube. No pt injury was reported. No other info was provided.